Event description:
It was reported that the ipg would not save programs resulting in ineffective stimulation. Troubleshooting has been exhausted. Surgical intervention may be taken at a later date to address the issue.